Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient was undergoing an elective ipg replacement surgery on (B)(6) 2018. During the surgery, the physician implanted the new device, and then used electrocautery, causing the new ipg to become inoperable. As a result, the ipg was explanted and replaced during the same procedure.

Manufacturer narrative:
This device was inadvertently placed in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory.